Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported. Additional information received from the field representative indicates there is no plan to perform a changeout procedure. At the time there is no further information related to this case. Additional information received indicates that the device was attempted to be interrogated. The patient told the boston scientific representative that the device battery was dead. Technical services (ts) stated if the device was truly dead, they would not be able to interrogate the device. It was noted that the device reached explant. Ts stated that it was likely that the device is most likely no longer functional. The device remains in use. No adverse patient effects were reported.